Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had air bubbles. The customer¿s blood glucose was 500 mg/dl. Customer stated that they was not on the insulin pump therapy. The customer was assisted with troubleshooting. Customer was in the hospital due to pancreatic not diabetes related. The customer stated that the size of air bubbles was approximate straw size. The customer stated that the location of bubbles was reservoir. The device will not be returned for analysis